Event description:
Healthcare professional later reported " hardening of the left breast with medial dislocation of the implant" "left side capsular contracture on ultrasound¿ and ¿physical examination: hardening of the left breast with medial dislocation of the implant, clinically grade iii/IV contracture, left side medium-intensity pain for several months with no response to drug treatment and limited physical exercise, pain and capsular contracture.¿ and ¿simple cysts- which is not device related. Third party lawyer reported "the recall was mentioned." "Patient began to suffer from pain in breasts, which even caused to limit physical activity." "The breast ultrasound, carried out , found the presence of cysts in breasts, and that the implants were associated with ¿signs of capsular contracture¿. "The medical report issued on confirmed these findings, showing ¿grade IV in the left breast¿ "it should be noted that the patient suffered from pain in the chest area due to problems resulting from the prostheses." "The doctor who attended found ¿high sensitivity in the nipples, imaging tests showing capsular contracture, stable nodule and cysts¿, as well as emphasizing that it would be essential ¿surgical treatment to resolve the condition, requiring replacement of the implants or breast explant¿. "The patient presented with clinical pain in the breasts, regardless of the phase of the menstrual cycle, limiting physical activity and with greater pain in the left breast and increased sensitivity in the nipples, imaging tests showing capsular contracture, stable nodule and cyst." The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., a.6., b.3., b.5., d.6b., g.2., h.6.

Manufacturer narrative:
Continued section e1 (phone #) +(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii/IV and cysts (deemed not device related). The device remains implanted.